Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in a severely calcified and severely tortuous unspecified artery. The 3.5 x 38mm taxus liberte stent delivery system was advanced, but was unable to cross the lesion. The physician removed the device and found the distal edge of the stent had become flared. The procedure was completed with a 3.0 x 38mm taxus liberte stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).